Manufacturer narrative:
Alleged failure: the resectoscope has broken inside of the patient's uterus during the surgery and the sheath and electrode has split from the handle. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user excessive force, degradation of the weld between both components, and/or improper sterilization, reprocessing methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the working element broke at the proximal end.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the working element broke at the proximal end.